Event description:
Intra-aortic balloon catheter put in left groin per dr and the balloon on the catheter would not fill causing balloon pump to alarm "auto fill." Cath removed and new catheter inserted and product functioned properly.